Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and death are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: diagnosis of lymphoma cd30 positive; passed away.

Event description:
Patient representative reported patient's discomfort. Patient developed a cough and saw pulmonologist and cardiologist with no diagnosis given. Symptoms grew to sores all over body and not sleeping as well as the persistent cough and was taken to the hospital in which patient stayed for 17 days and sent home with diagnosis of lymphoma cd30 positive. The patient has passed away. The marker of alk(-) has not been reported or confirmed. Affected side is left. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5098354. Patient representative reported via regulatory agency "hospitalization leading to death due to hodgkin's lymphoma." As alcl is a non-hodgkin lymphoma this event as well as the related death have been deemed not related to the device per allergan medical safety.

Event description:
Patient representative reported via regulatory agency "hospitalization leading to death due to hodgkin's lymphoma." As alcl is a non-hodgkin lymphoma this event as well as the related death have been deemed not related to the device per allergan medical safety.